Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 lead, implanted: (B)(6) 2009, 419388 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath. The physician noted that the implantable cardioverter defibrillator (ICD) was pacing at high rates intermittently and thought that it might be making the patient symptomatic. The device remains in use. No patient complications have been reported as a result of this event.